Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable ise indirect na for gen.2 result for a patient sample on the cobas 8000 ise module. The customer provided data for an erroneous na result for one patient sample. The initial na result was 163.9 mmol/l and the repeat result was 141.2 mmol/l. It was asked but not known if the initial result was associated with data flags. The repeat result was believed to be correct. The erroneous result was not reported outside of the laboratory and there was no allegation of an adverse event. The na electrode lot number and expiration date was requested but not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.